Manufacturer narrative:
The pacemaker was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue wil be re-evaluated if additional information is received.

Manufacturer narrative:
The pacemaker was subsequently returned and a thorough device evaluation was performed. Normal pacing and sensing was observed and the all manual electrical measurements were within normal limits. Final analysis confirmed the device performance is indicative of well beyond end of life (eol) battery condition. No device issues were identified that would have contributed to the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient came into the emergency room with an escape rhythm of about 30 bpm. The device is stating it declared elective replacement time (ert) about five days previous. Initially, the device was programmed to maximum outputs and there was no capture. A few minutes later, capture was observed and a rate of 60 bpm was noted. However, then the patient's escape rhythm returned. The caller was inquiring as to why the device would be able to be reprogrammed and accept settings and then lose those settings if it had reached ert only a few days ago. A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant agreed that device operation is suspect as the device is close to eleven years old and the date of ert label may be incorrect. It was noted that spurious voltages may be allowing the device to accept data at times and then lose it as well which could be the reason for programming changes being accepted and then lost resulting in the rate drops and intermittent capture. The device was explanted and replaced with a competitive device. No adverse patient effects were reported.